Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was damaged. In addition, the pump battery was depleting quickly and the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.